Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? What is the physicians opinion of the contributing factors to the reaction? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an abdominoplasty on an unknown date in (B)(6) 2020 and topical skin adhesive was used. Post operatively 5th to 7th day, the patient had a reaction / contact dermatitis and was administered steroids. The patient is in good health. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2020 attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. 1. Please describe how was the adhesive was applied. It was applied according to the recommendation in the packaging 2. What prep was used prior to, during or after prineo use? Chlorhexidine or povidone iodine are usually used in our hospital 3. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown 4. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? As far as I know the patient has no allergies (but needs confirmation from the dr. Because im not sure) 5. Is the patient hypersensitive to pressure sensitive adhesives? Unknown 6. What is the physicians opinion of the contributing factors to the reaction? Unknown 7. Is the product or representative sample (product from the same lot number) available for evaluation? No 8. Patient demographics: initials / ID; age or date of birth; bmi ; unknown 9. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown 10. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.